Event description:
A pt reported they were unable to receive an accurate reading on their fasttake meter was not powering on while test strips are inserted in the meter. Pt had symptoms of sweaty and dizziness. There was no result on their meter as the pt was unable to test. Treatment was pt's usual medication for diabetes. No further info has been reported.